Event description:
It was reported that during device change-out due to normal eri, it was difficult to remove the lead from the header. The chronic lead was connected to the new device and tested normal. The patient condition is good.

Manufacturer narrative:
The reported field event of the inability to remove the rv is-1 pin from the header was not confirmed in the laboratory. During the removal attempt in the field, the header was split into two pieces. As the header was damaged in the field, no analysis could be performed. Device received in a condition which made analysis impossible.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.